Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests with results of 7, 10 and 13 mg/dl. No symptoms were reported. The reporter did not have any control solution for testing. On followup, the reporter stated that when she used new teststrips, she had received a 136 mg/dl reading.